Manufacturer narrative:
The insulin pump was received with moisture damage on electronic assembly, minor scratches on display window, cracked case on the display window corner, broken battery tube threads, cracked reservoir tube lip and cracked case on the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump was not functioning properly. Customer stated that the device was cracked and there was visible water damage. Blood glucose level at the time of the incident was 175 mg/dl. The customer will not return the device for analysis and it will not be replaced.